Manufacturer narrative:
This device has been returned, however the investigation has not yet been conducted. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote.

Manufacturer narrative:
Investigation results: the abutment fractured at the hex. The DHR (verification report) and 3shape review shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole.

Event description:
On (B)(6) 2014 the patient reported to his dentist that the abutment restored on (B)(6) 2011 had become loose. Upon evaluation the dentist found that the abutment had fractured into two pieces. The dentist reported that there was no patient injury, no deterioration in patient health and no contributing conditions reported.